Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, and minor scratches on display window. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the plastic ring fell off the insulin pump where the reservoir goes in. It made the reservoir a little wiggly. Customer's blood glucose level was not reported. The customer was able to reprogram the insulin pump with all the settings and do a rewind. The customer was advised that the device would be replaced and agreed to return the product for analysis.